Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 162 mg/dl at the time of incident. Customer stated that the insulin pump had multiple pump error alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the active current test. Device failed the sleep current test due to moisture damage on the electronic assembly. Error power supply test failed during self-test alarmed during self test due to moisture damage on the electronic assembly. Pump seated immediately during rewind due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to motor anomaly. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. Volume anomaly caused by moisture damage on the electronic assembly. No pump error alarms were noted during testing and were not found in the formatted history file. Power failure not confirmed. An unexpected hardware reset occurred not confirmed. Hardware low level failures not confirmed. Critical pump error (open book image) not confirmed.